Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device, a technical support specialist (tss) confirmed that the issue was resolved by the customer by replacing the broken power surge and confirmed that station working properly. Tss noticed that station found online in remote support service (rss) and medbank myqlink (mql). No further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user indicated that the machine was offline and the last successful sync occurred on (B)(6) 2026, at 10:39 am. User noted that myqlink for the site was down. The user was seeking clarification on what happened and stated that the service had been down for approximately one day.however, there were no delays or adverse events or injuries reported based on this event.